Event description:
A customer's caretaker reported that the customer has passed away. The caretaker alleged that the "cause of death is directly related to the abbott diabetes care (adc) sensor that the customer was wearing at the time." The caretaker expressed concerns about the device¿s safety and performance and requested device-specific information, such as serial numbers and logs, which they were unable to provide during the initial call. The caretaker stated that the customer passed away recently, however they also indicated that the cause of the death was due to an adc product that adc customer service had requested to be returned in (B)(6) 2024. Adc customer service made several attempts to gather further information; however, these efforts were unsuccessful as the caretaker did not respond to calls or emails. No further details were provided at this time. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
This serves as a correction report. The following sections have been updated: d2b: procode. D4: expiration date. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. An extended manufacturing review of the reported product has been performed. The lot 1000841888 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1000841888. All measurements reviewed are within specifications. No abnormal conditions were observed for the reviewed units of lot 7190794 nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. All pertinent information available to abbott diabetes care has been submitted.